Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Meter (brand name) was incorrectly documented as freestyle freedom lite in initial MDR 30 day report. Section has now been modified to freestyle. Section (model no) and (PMA/510(k)) have also been updated to reflect modifications.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(4) was returned and investigated. Performed visual inspection and no issues were observed. Meter did power on upon button depression. Meter did power on with strip insertion. Blank screen or no power was not observed. This serves as a correction report. Device available for eval and date returned to mfg was inadvertently omitted from the previous follow up #2 report. Type of report, device returned to manufacturer, device evaluated by manufacturer, evaluation codes and addtl mfg narrative was also inadvertently omitted from follow up #2. All sections have been updated based on the investigation results.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.